Manufacturer narrative:
(B)(4). The device was not returned for analysis. All available information was investigated and the reported difficulty positioning, difficulty grasping and single leaflet device attachment (slda) appear to be related to the challenging patient morphology/pathology and user technique/procedural circumstances. The reported use error (improper or incorrect procedure or method) was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. It should be noted that the mitraclip instructions for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The additional therapy/non-surgical treatment was a result of case-specific circumstances as two additional clips were implanted in attempts to treat the tricuspid regurgitation and stabilize the slda. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the deployed clip detached from the septal leaflet and remained attached to the anterior leaflet. It was reported that this was a mitraclip procedure to treat tricuspid valve regurgitation (tr). The anatomy was challenging, which included a short septal leaflet, thin leaflets, rotated heart, small anatomy, previous cardiac surgery, and pacing leads within the right atrium. Imaging was difficult during the procedure. The clip delivery system (cds) was advanced to the tricuspid valve. Positioning and leaflet grasping was difficult due to the anatomy. The clip was deployed on the anterior/septal leaflets; however, immediately after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). In the physician's opinion, the device functioned as intended, and the suspected cause of slda was poor leaflet quality and the length of the leaflets. Two additional clips were implanted on the septal/posterior leaflets, and the posterior/septal leaflets to complete the procedure. There was a minimal reduction in tr. The patient was confirmed to be clinically stable post-procedure and the patient's overall cardiac condition has improved with a reduction in some of the heart failure medications, primarily diuretics. The patient was discharged home on (B)(6) 2016. No additional information was provided.